Event description:
The customer is questioning the lower potassium calibration slope that resulted in an out of range low potassium quality control when using the clinical chemistry serum ict calibrator. The customer performed the bleaching procedure which did not resolve the issue. There was no impact to pt management reported.

Manufacturer narrative:
This an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.